Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Results: broken floor tip. Evaluation summary: the instrument was received with the floor tip broken the broken piece was missing. The instrument ws cycled and fired 2 conforming clips and 3 pear shaped clips due to the condition of the broken floor tip. Device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was that during a laparoscopic cholecystectomy, a piece of the device fell off into the patient. The piece was retrieved and the procedure was completed with another device. There was no patient consequence.